Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was not returned for evaluation. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. The complaint could not be confirmed and root cause could not be determined.

Event description:
Customer reports they identified devices missing the plug. This was noticed before use and no additional details provided.